Event description:
It was reported surgical intervention was undertaken to replace the pt's (B)(6) ipg due to the device reaching its end of life. The ipg had only been implanted for one year. Based on the program settings provided, this issue is indicative of premature battery depletion. The pt reportedly lost stimulation prior to the replacement procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.